Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant. The activate clotting level (act) were 360s and heparin was given. There was no calcification present extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was 5mm. A pre-implant balloon valvuloplasty (bav) was done with a 23mm non-abbott balloon. After pre-bav, the patient developed a left bundle branch block (lbbb). The valve got partially re-sheathed one time due to the implant depth was too high. A post-implant balloon valvuloplasty was done with two non-abbott balloons due to moderate perivalvar leak (pvl). The final implant depth at non-coronary cusp (ncc) was 4mm and left coronary cusp (lcc) was 4mm. There was no treatment required for lbbb and the patient was reported stable.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.